Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v868872, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an clinical study and healthcare professional (hcp) via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor therapy, and urge incontinence. It was reported that there was high impedances and a lack of efficacy. The entire lead and ins were removed and replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it was stated that urge urinary incontinence returned and progressively worsened over the past 4-5 months. Wearing several depends/day. Only with normal impedances. It stated that patient not 100% with efficacy- reprogrammed device moving 3 programs to different pulse widths. Reprogrammed specify action: left on lead combination with normal impedence component: entire system action date: 31-mar-2021 device data uploaded?: no / intervention: other specify action: no improvement with reprogramming, plan for device removal. Action date: (B)(6)2021. Intervention: explanted/replaced specify action: removal of sacral lead and generator replacement with new sacral lead and generator component: entire system action date: 26-apr-2021. Device interrogation/device data specify results: only c<(>&<)>0 and c<(>&<)>3 with normal impedances date of test: (B)(6) 2021 / diagnostic type: patient reported specify results: urge urinary incontinence progressively worsened over the past 4-5 months. Date of test: 31-mar-2021 / diagnostic type: patient reported specify results: no improvement in symptoms on new settings using 3-4 overnight pads during the day date of test: 05-apr-2021 / diagnostic type: device interrogation/device data specify results: impedence checked and only c<(>&<)>0 and c<(>&<)>3 were less than 4000 date of test: 05-apr-2021. Resolved with sequelae 20-may-2021 sequelae:

Manufacturer narrative:
Continuation of d10: product ID 3093-33, lot# v868872 , implanted: (B)(6) 2017, explanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported resolved without sequelae (B)(6) 2022.

Event description:
Additional information was received. It was reported that the patient came in for an unscheduled office visit, they were not 100% with efficacy, they were reprogrammed moving 3 programs to different pulse widths. The issue was noted to be ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.